Event description:
The customer alleged discordance between access progesterone assay and quest bayer centaur results for one patient involving access 2 immunoassay system. This report refers to sample number three. Three samples from this patient were sent to beckman coulter, inc. For further analysis and heterophile interference was confirmed. It is unknown if the erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not required as the event was isolated to a specific patient sample. Heterophile interference. Samples are drawn in plastic serum tubes with gel separators and are centrifuged for 3000 rpm for greater than 5 minutes. System information and quality control (qc) information was not supplied by the customer. Heterophile interference is the root cause of this event. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4), 2008 to (B)(4), 2010 for additional reportable events. Related mdrs: 2122870-2011-01456 and 2122870-2011-01457.